Event description:
It was reported that the accuracy of the navigation system ii cart was off during an ent procedure. It was reported that the surgeon touched off on the nose during point to point registration, but the system showed that he was on the lip. The surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for evaluation.

Event description:
It was reported that the accuracy of the navigation system ii cart was off during an ent procedure. It was reported that the surgeon touched off on the nose during point to point registration, but the system showed that he was on the lip. The surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.